Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation noted one opened magic 3 go intermittent catheter in opened packaging was received. Visual inspection noted a burr approximately 3 inches from distal end of the catheter. This does not meet specifications as the gentle outer layer of the catheter is soft silicone with a smooth surface. Although an exact root cause could not be determined, a potential root cause is mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"indications for usethe magic 3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra.contraindicationsnone knownwarningsthis is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient.precautionsinspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization.adverse reactionsurinary tract infectionbleeding from the urethrairritation of the urethrareview the self-catheterization procedure with a healthcare professional.1. Always wash hands prior to use.2. Open the catheter package by peeling the tab upwards with the aid of the finger hole.3. If desired, hang thepackage with the adhesive surface on the inner side of the tab to a nearbydry vertical surface while preparing to catheterize.4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and thesurrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again.5. Remove the catheterwith the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert thecatheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm).6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional.disposal7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws andregulations. Do not flush down the toilet.8.wash hands. "Correction: h.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the magic3 go male coude catheter had sharp burr like a small thorn on the tip that caused damage to patient's urethra and bleeding. Per customer via phone on (B)(6) 2021, stated that customer experienced pain and bleeding during use of the catheter. No medical intervention required, the bleeding stopped on its own overnight. It was also stated that now customer reportedly had to slide the gripper up and down the catheter to ensure no burrs prior to use. Customer also experienced with three catheters as one had burr half inch up from the tip on (B)(6) 2021, had small burr 5.5 inches up from the tip on (B)(6) 2021 and burr 3 inches up from the tip on (B)(6)2021. Per follow via email on (B)(6)21, it was reported that the patient found another magic3 go male coude catheter that had a burr, and the catheter was not used on the patient. No patient impact was reported. Per additional information received on (B)(6) 2021, customer stated that the issue happened on 10may2021 was worse with a ¿barb¿ near the drain tip end and all other had smaller ¿burrs¿ that were found when slided the sleeve down the silicone. It was also stated that customer got the lubricant to cover the entire length of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic3 go male coude catheter had sharp burr like a small thorn on the tip that caused damage to patient's urethra and bleeding. Per customer via phone on 19may2021, stated that customer experienced pain and bleeding during use of the catheter. No medical intervention required, the bleeding stopped on its own overnight. Also stated that now customer reportedly had to slide the gripper up and down the catheter to ensure no burrs prior to use. Customer also experienced with three catheters as one had burr half inch up from the tip on (B)(6) 2021 , had small burr 5.5 inches up from the tip on (B)(6) 2021 and burr 3 inches up from the tip on (B)(6) 2021. Per follow via email on 20may2021, it was reported that the patient found another magic3 go male coude catheter that had a burr, and the catheter was not used on the patient. No patient impact was reported. Per additional information received on 26may2021, customer stated that the issue happened on (B)(6) 2021 was worse with a ¿barb¿ near the drain tip end. And all other had smaller ¿burrs¿ that were found when sliding the sleeve down the silicone. Also stated that customer got the lubricant to cover the entire length of the catheter.